Event description:
Inhibition of ventricular pacing was noted by telemetry nurses within 24 hours post implant. No noise electrograms were present, nor could any provocative movement reproduce noise. Capture thresholds were normal and imaging showed no anomalies. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.